Manufacturer narrative:
Patient weight was unavailable from the site. No parts were received by manufacturer. Event problem and evaluation: on 22-oct-2015, a medtronic representative went to the site to test the equipment. The rotor door pins were locked because the rotor was pushed against them too hard. Moved the rotor and then re-homed the imaging system. The system¿s door was then able to close and open normally. The imaging system then passed the system checkout and was found to be fully functional. This event was identified during a retrospective review as discussed with the FDA (B)(6) district office on april 7, 2016 via medtronic navigation, inc. Response to 3/17/2016 (B)(4). This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the use of the o-arm imaging system was aborted. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A site representative reported that they were attempting to close the imaging system door for the initial 3d spin of the patient and closed the door around a drape. After removing the drape they attempted to close the door and the door would not fully close; a ¿door open¿ error message appeared on the pendent. Manual attempts to close the door did not resolve the ¿door open¿ message on the pendent. The surgeon opted to complete the procedure without the use of the imaging system. A c-arm was used to proceed with the case. There was a reported fifteen-minute delay to surgery due to this issue. There was no impact on patient outcome.